Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller would not perform a daily system controller check. Log file review captured the startup of the pump on (B)(6) 2022 and showed pump function as intended. No error codes indicating a controller check could not be performed were seen. It was recommended to try and perform the daily system check one more time, and to exchange the controller if the test fails to occur and the patient can tolerate a controller exchange.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of the self-test function not initiating was confirmed with the returned system controller (serial # (B)(6) ). The system controller was connected to laboratory equipment and depressing the battery button on the user interface did not initiate the self-test function. Also, depressing the battery button did not activate the battery bars. The system controller was dismantled, and visual inspection revealed the internal connector tab was not locked and did not depress the cable into place. The tab was locked into place, and the system controller functioned as intended thereafter. A root cause of the cable connection issue could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 17apr2022. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ . Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿system controller self test¿, press and hold the battery button for five seconds. The system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that reported the patient underwent a controller exchange which resolved the issue.